Manufacturer narrative:
(B)(4) if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following implantation of the intraocular lens (iol) into the patient's right eye, the patient was diagnosed with tass, (toxic anterior segment syndrome). Patient was treated with medications following diagnosis of tass. Durezol .05% 1 drop/hour, ofloxacin, an antibiotic 1 drop/day in the right eye, diamox, 250mg one tablet 3 times per day and combigan .02% 1 drop bid. No cultures were taken of the patient nor of the products, lens or healon. The source of the tass was not identified. Patient underwent surgery in room #2 where 4 lots of healon were used in that room and on that surgery date. The exact lot number of the healon is unknown. Tass has improved. Reportedly, the patient has recovered. A separate MDR will be filed for the healon.

Manufacturer narrative:
To date the intraocular lens (iol) remains implanted, therefore product testing could not be performed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.